Event description:
It was reported that the device had possible early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 694765 implantable tachy lead (B)(6) 2009 407652 implantable pacing lead (B)(6) 2009 5866-38m adaptor (B)(6) 2009 5071-53 x2 implantable pacing lead (B)(6) 2009. (B)(4).